Event description:
It was reported that the cylinder tube of this inflatable penile prosthesis (ipp) was punctured. Consequently, a surgical intervention was performed to explant and replace the cylinder tube. The remainder of the device is still implanted. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).